Event description:
The customer contact reported during preventive maintenance testing at the user facility the device touchscreen did not respond when pressed. It was reported that the touchscreen did not have a audible beep when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond and did not have an audible tone when pressed. This was found to be due to corrosion on the bottom edge of the touchscreen. Further testing found the device passed the audible alarm test. The probable cause of the customer reported touchscreen does not respond was corrosion due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.